Event description:
Rep reported that the distal catheter was disconnected and the manometer concluded that the distal catheter was not occluded. The valve however once disconnected from the distal catheter would not drip any csf fluid from the distal port. The ventricular portion was then disconnected and there was good ventricular flow. The valve would refill when pumped, however on its own, it would not fill and release.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.